Manufacturer narrative:
The device was received at the manufacturer for investigation. An eval was conducted and the complaint could not be confirmed. According to the investigation details, the basic motor control was corroded and needed to be replaced in addition to several other components. The device was repaired and returned to the customer.

Event description:
It was reported that the handpiece ran on its own during a quality check at the account. This did not occur during a surgical procedure. There were no adverse consequences associated with this event.